Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient went to sleep at 1130pm and the patient¿s cgm was reading 200 mg/dl. On (B)(6) 2025, the patient woke up because he got an alert on his cgm that his cgm was reading 40 mg/dl. However, he stated he never got an alert on his dexcom receiver when his cgm value reached 75 mg/dl which is what is low alert threshold is set to. Shortly after this, the cgm went into a sensor error state and the patient had a seizure and was foaming at the mouth. The patient¿s wife found the patient like this and called emergency medical services (ems). The patient woke up prior to ems arriving and the patient¿s wife gave him orange juice as treatment. Once ems arrived, the patient had two bg meter readings taken, the first was 160 mg/dl and the second was 200 mg/dl. No cgm comparison value was reported. The patient was treated with IV glucose. The patient recovered at home and refused to be taken to the emergency room (ER). The patient¿s cgm was reading 180 mg/dl prior to ems leaving. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient went to sleep at 1130pm and the patient¿s cgm was reading 200 mg/dl. On (B)(6) 2025, the patient woke up because he got an alert on his cgm that his cgm was reading 40 mg/dl. However, he stated he never got an alert on his dexcom receiver when his cgm value reached 75 mg/dl which is what is low alert threshold is set to. Shortly after this, the cgm went into a sensor error state and the patient had a seizure and was foaming at the mouth. The patient¿s wife found the patient like this and called emergency medical services (ems). The patient woke up prior to ems arriving and the patient¿s wife gave him orange juice as treatment. Once ems arrived, the patient had two bg meter readings taken, the first was 160 mg/dl and the second was 200 mg/dl. No cgm comparison value was reported. The patient was treated with IV glucose. The patient recovered at home and refused to be taken to the emergency room (ER). The patient¿s cgm was reading 180 mg/dl prior to ems leaving. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.